Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and dimensional assessment was performed on the device, which found that all measurable features met design specifications. Visual assessment confirmed that the dura guard was bent due to excessive force on the device during use. It was further observed that it appeared that the device was used as a lever, which caused the dura guard to fracture. The assignable root cause was determined to be due to excessive force, which is abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure for tumor, it was observed that the craniotome device broke. According to the report, the broken piece of the device was not retrieved from the patient. An intra-operative x-ray was taken that confirmed the broken piece remained in the patient at the inner-table of the skull. It was further reported that the piece was not removed as the surgeon stated that it was too dangerous to be removed. The reporter stated that at the most, there was a ten to fifteen minute delay in the surgical procedure. There was an identical spare device available to complete the surgery successfully. There were no reports of injuries or prolonged hospitalization. The event had no ill effects to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.